Event description:
It was reported that the pt has experienced extreme dizziness since initial implant surgery. The pt has been prescribed antivert (dosage unknown) and vestibular rehab two to three times per week, for six to eight weeks. The pt has improved since initiating treatment.